Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thus. No pump error 25 alarms noted during testing or in the pump history/trace files. No failed battery alarms noted during testing however, noted in the pump history on 11/26/2024 at 11:31:24.000 and at 21:22:48.000. No low battery alert noted during testing. In further full review in the pump history found unexpected low battery alarms on 11/26/2024 21:21:00 and on 11/10/2024 06:32:00. ¿with reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1, pcba 2, and force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, serial number label missing, cracked battery tube threads, and cracked case on the battery tube side. Alleged pump error 25 alarms and failed battery alarms not confirmed during testing or in the power management graph. However, customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm generated when a power system error (backup battery fails) was detected, and this error did not prevent the pump from running (pump error 25), battery failed alarm and the low battery alarm or short battery life. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer was able to clear the alarm and complete the rewind but troubleshooting did not resolve the issue. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1780kl was requested and the customer response was the device will be returned.